Event description:
It was reported that during an unknown procedure, it was observed that the device could not be fired and had an abnormal weak sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. Our customer suspect it was battery issue. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 05/02/2025 d4: batch #762c19 investigation summary ==> the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned in closing position with no apparent damage and with one ecr45w reload(b) and one ecr45g reload(c) present. The reload(b) was received fully fired, the reload(c) was received partially fired 1/10 and with damage on reload deck. Also, the knife of the returned device was noted partially advanced, the knife reverse button was activated, and the knife returned to the home position as expected. It should be noted that in order to fully return the knife to its home position the fourth stroke must be completed. The returned device was tested for functionality in the straight position with a test reload. The device achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of non specific noise could not be confirmed as no abnormal noises were noted during functional testing. A manufacturing record evaluation was performed for the finished #pse45a, with lot/batch #a9ek9u, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 762c19, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.